Event description:
It was reported that a flogard infusion pump experienced a door open alarm. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Review of the alarm log identified the reported door open alarm. The cause of the alarm was determined to be a cracked/broken door and a damaged latch roller. To address this issue the door assembly and latch roller were replaced. The device was serviced and restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.